Event description:
Hospital advised that adrenaline was infusing at a rate of 16 mls/hr, noradrenaline at 50 mls/hr, dobutamine at 0.5 ml/hr and morphine at 5 mls/hr when the pump alarmed and displayed an error code. Channels b and d stopped infusing. Ionotropes were increased until the pt stabilized, and the pump was replaced. This occurred in the ICU. The pump was plugged into ac at the time of the event.